Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the black box did not show any evidence of call service 078 alarms. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no alarms occurring. The pump casing was removed and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation.